Manufacturer narrative:
Device evaluated by MFR: the stent of the express ld device was found to be kinked and detached from the balloon catheter. The balloon catheter was not returned for analysis. Based on the potential hazards/failure modes identified, the following attributes were examined. The stent was damaged with a kink in the mid-section. It was noted that the stent had not fully expanded. No other issues were identified during the product analysis.

Event description:
It was reported that stent removal difficulty was encountered. The target lesion was located in the ostial of the left common carotid artery. A 7.0x30x135cm express ld vascular was advanced for treatment. It was noted that the stent was kinked when the stent crossed the lesion. The stent could not constrain into the sheath. The stent was dragged to the right iliac artery, and the iliac artery was surgically cut to remove the stent. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent removal difficulty was encountered. The target lesion was located in the ostial of the left common carotid artery. A 7.0x30x135cm express ld vascular was advanced for treatment. It was noted that the stent was kinked when the stent crossed the lesion. The stent could not constrain into the sheath. The stent was dragged to the right iliac artery, and the iliac artery was surgically cut to remove the stent. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was stable.